Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products used in l3/4/5 o blique lateral interbody fusion (olif), l5/s transforaminal lumbar interbody fusion (tlif), posterior fixation of t9-s2ai for thoracolumbar kyphosis. Levels implanted was t9-s2ai. It was reported that revision surgery was performed due to loose screws. After performing l3/4 olif and inserting the cage at l4/5, an attempt was made to remove the inserter, but the central shaft remained and was reconnected to the inserter, but it could not be secured and was unusable. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that the inserter was broken. There was no allegation/malfunction associated with cage.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of part # nav4680003, lot # em23a032 visual and optical inspection did not reveal any damage to the threaded tip of the inserter but revealed the connector end has been bent. The edge/lip has been deformed/bent. Functional inspection confirmed the inner shaft of the inserter has also broken at the laser weld pin. The damage to the connector end of the instrument appears to be from the attachment/detachment process and the damage to the inner shaft is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.